Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in a shunt, a 6.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and when inflation was attempted, a leak was noted at the hub. The 6.0x40 mm armada 35 pta catheter was withdrawn from the patient anatomy without resistance. Reportedly, the device was prepped per the instructions for use without any issue noted. A new armada 35 pta catheter was used to complete the procedure without issue. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one incident was identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.